Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a leaking hose and the motor was not functioning could not be confirmed. The unit was tested and passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the swivel was worn. It was determined that this condition was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that the motor device was not performing. The reporter stated that it sounded like there was an air leak. It was reported that the device was removed immediately and was not used in the procedure. It was further noted that there was a five minute delay due to the event and an unspecified spare device available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.